Event description:
It was reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer removed an o-ring causing the issue and cleaned the pneumatic tap area as instructed. After reloading the original cartridge successfully, the customer resumed insulin therapy. Additionally, the customer mentioned experiencing an altitude alarm earlier, which was documented as a separate issue.